Event description:
A dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found the pca has corrosion and short on it and needs to be replaced. The blower box, blower, iso port burnt. The heater plate was corroded at the connector, and ui bezel flat cable was burnt as well. Pollen filter was added for preventive maintenance, and the software was updated to newest version. The device was repaired by the service center after the evaluation was completed.